Event description:
The patient presented with a t-occlusion in the internal carotid artery and during an attempt to remove the thrombus with a different device; it moved distally into the middle cerebral artery (mca). It was reported that as the retriever was deployed through the m2 distal portion located in the mca, angiography revealed extravasation. No treatment was administered and there were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device was disposed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device was not returned; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient presented with a t-occlusion in the internal carotid artery and during an attempt to remove the thrombus with a different device; it moved distally into the middle cerebral artery (mca). It was reported that as the retriever was deployed through the m2 distal portion located in the mca, angiography revealed extravasation. No treatment was administered and there were no reported clinical consequences to the patient due to this event.